Event description:
Per the surgeon's report, the patient reported loss of benefit from the device. Testing at the clinic suggested open circuits on 16 electrodes. No integrity test was done. The surgeon plans to explant the device and reimplant the patient with a new device.

Manufacturer narrative:
This type of event is addressed in the device labeling.